Event description:
Customer reportedly received result of 8.9 mmol/l on the advantage ii system and result of 2.9 mmol/l on his neighbors advantage system within 10 minutes. Customer reported low blood glucose symptoms with these results. Later that day the customer went to the pharmacy to have his meter inspected; the customer tested 14 mmol/l on the advantage ii system and 5.2 mmol/l on a professional system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). The expiration and manufacture dates were stated incorrectly.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.